Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to erosion and infection with sepsis. Additional information indicates that this device was reused and was connected to a temporary wire for temporary pacing. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Upon receipt at our post market quality assurance laboratory, additional information indicates that the allegation against the device was not confirmed. The device was analyzed, passed all the baseline tests performed and no anomaly was detected.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to erosion and infection with sepsis. Additional information indicates that this device was reused and was connected to a temporary wire for temporary pacing. There were no additional adverse patient effects reported. The crt-d was explanted.